Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements which triggered a lead safety switch to unipolar mode. The patient was brought to an in-office check and the rv lead was reprogrammed to unipolar mode and the impedance measurements were stable. It was believed to be caused by a lead fracture. Additionally, oversensing on the right atrial (ra) lead was noted. Reprogramming efforts were performed. Subsequently, a revision procedure was performed, a non-boston scientific leadless pacemaker was placed, and the pacemaker connected to the lead was turned off. At this time, the pacemaker system remains in service, and no additional adverse patient effects.